Event description:
IV extension tubing clave was broken and IV unable to flush. Had to change out extension in order to flush piv.

Manufacturer narrative:
The following elements have blank data.

Event description:
IV extension tubing clave was broken and IV unable to flush. Had to change out extension in order to flush piv.